Event description:
Left hand brake handle is loose and it doesn't make wheels stop when she squeezes the brake. She mentioned adjustments were made but the issue still remains, this was purchased on (B)(6) 2023 and in use since then.